Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified: fold creases, wear abrasion and two openings. A leak test was performed which identified openings. A microscopic analysis was performed which identify: one opening crease sharp and one opening striated. Fill inspection was performed and identified no blockage in the valve. Based on the device analysis the final assessment is one opening crease sharp assessed as fold flaw opening and one opening striated assessed as surgical damage.

Event description:
Healthcare professional reported a right side deflation. Healthcare professional additionally reported "any creases associated with hole." Device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported a right side deflation. Device remains implanted.

Manufacturer narrative:
Reason for reoperation: deflation.

Event description:
Healthcare professional additionally reported "any creases associated with hole." Device has been explanted.